Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A service history review was performed and revealed the reported condition is not related to any previous reported problem for this pump. A device history review was performed and revealed one failure was noted during the manufacturing of this device. The pump was reworked and passed all subsequent testing. Device evaluation: the reported condition of an ipump in which the machine shuts off was not confirmed nor reproduced during product evaluation. The assignable cause was not identified. Therefore, no repairs were made to fix the reported condition.

Event description:
The facility representative reported an ipump with a condition of ?machine turns off." This condition occurred during programming/setup in the "recovery" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.